Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had a blank display. The customer also stated that the stuck button alarm. Customer reported that button was not pressed for 3 minutes or longer. No harm requiring medical intervention was reported. Troubleshooting was successfully performed and advised to replace the insulin pump; however, the customer will discontinue use of the device. The product will be returned for analysis.

Manufacturer narrative:
Pump booted up once installing aa battery, no blank display was noted. The pump passed the displacement test, sleep current test, active current test, and self test. The pump passed the keypad voltage test. All buttons were tested for their functionality and all passed. Test p-cap locked properly into the reservoir compartment. No battery alerts were noted during testing. Successfully downloaded pump history files and traces using thus software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No battery alerts, alarms, or anomalies were noted in the history files and traces. Pump alarmed two stuck key alarms on the event date of 03/15/2023 at 19:41:24.000 and 19:45:37.000. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, force sensor, keypad flex connecting cable, and motor. The following were also noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Stuck key button error alarm and blank display were not confirmed during testing. Moisture damage was confirmed found on pcba 1, force sensor, keypad flex connecting cable, battery tube and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.